Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 461 mg/dl. The customer stated that she is taking prednisone and it might be making her blood glucose high. The customer treated her high blood glucose readings with a shot. The customer was advised to press and hold the button on the serter while shaking to release the needle hub assembly. The customer stated that the catch arm is not bent. The customer stated that she did not experience this behavior with multiple sensors. The customer was advised to return the complete set